Event description:
I've bought the honey pot menstrual pads from amazon, I used them after a month of leaving them closed on the shelf. Nobody touched them. I started to experience severe burning right away, I could barely make it for 5 min, I experienced symptoms for couple hours. This product is just dangerous, I am in touch with amazon to return it as my return window is over but I read some reviews, I am not the only one. This is a very dangerous product, I never experienced anything like this before. Company should apologize to all women who experienced it, return money, and stop producing it.